Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead (B)(6) 2008, 1056t competitor implantable pacing lead(B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the implantable cardioverter defibrillator (ICD) had early battery depletion and the right atrial (ra) lead dislodged when the rv lead was being extracted. The ra lead and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.